Event description:
It was reported that during a pre-testing process, it was discovered that the motor device was overheating. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the hand control failed which was indicative of emersion / sterilization procedures not being followed properly. It was noted that the device did pass all other specifications. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.